Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from (B)(6) of heart issue and peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient experienced an unspecified heart issue and was hospitalized on (B)(6) 2011. While hospitalized, on (B)(6) 2011, the patient was diagnosed with peritonitis. Treatment information was not reported. Outcome was not reported for the event of heart issue. On an unreported date in (B)(6) 2011, the patient recovered from the peritonitis. Dianeal and extraneal therapies were ongoing. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11f26017 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis incident.